Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 650 mg/dl. It was reported that the pump battery could not be charged. Bg was addressed via manual insulin injection. Customer reverted to an alternate tandem insulin pump for insulin therapy.